Event description:
The user alleges multiple events of the plungers sticking when trying to introduce a sample into their istat cartridge. Hosp pulls a 0.5 to 1.0ml of blood for samples. They do not ice the sample. Upon the blood draw the sample is immediately placed into the cartridge. No treatment due to this issue.